Event description:
Healthcare professional reported right side periprosthetic effusion, diffused thickening of the capsule, periprosthetic seroma found by MRI and alcl diagnosed by anatomical pathology examination. Device has been explanted.

Manufacturer narrative:
Health effect impact code: f2201 biopsy ; f2203 imaging required. Initial reporting facility to ansm: (B)(6). Address: (B)(6). Reporter contact: (B)(6). Telephone: (B)(6). Fax: (B)(6). Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl.